Event description:
During the implantation of an implantable cardioverter defibrillator, the initial medtronic atrial lead that was implanted became displaced. It was repositioned twice with adequate fixation and still became displaced. It was decided to remove that lead and insert a new medtronic atrial lead. When the lead was removed it was noted that the screw was not completely extruded and was returned to medtronic.